Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 16mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, there was difficulty upon advancing the device and when the device was removed, it was noted that the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications nor injuries were reported.